Event description:
Pt developed chest pain two days after fifth column treatment. Diagnosed, with pulmonary embolus. First complaint of chest pain was one week before after the patient's 4th treatment. The patient was treated for pneumonia and went on to receive the fifth treatment. Symptoms resolved with anticoagulation.